Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had one no external power alarm. The patient denied having any red alarms. Log files captured no external power events on 22sep2024 caused by power to the mobile power unit (mpu) being interrupted.

Event description:
Additional information was received that further review of the submitted log files revealed that the no external power alarm on (B)(6) 2024 appeared to be consistent with both system controller power cables being simultaneously disconnected from external sources.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed by review of the submitted log file. The log file contained information spanning approximately 13 days (B)(6)2024 per timestamp). A no external power alarm was observed to be active from 21:45:57 to 21:45:59 on (B)(6) 2024; this alarm activated due to both power cables being simultaneously disconnected from external sources. The alarm resolved when the controller was reconnected to an external source. There were no interruptions in pump operation during this event. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The root cause of the no external power alarm was determined to be user error, in simultaneously disconnecting both power cables from external power. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.